Event description:
Kendall curity iodoform packing strip produced by www.tycohealthcare.com contains iodine and nowhere on the packaging does it indicate that iodine is an active ingredient. A pt with an allergy to iodine was prescribed this for a wound packing and had a reaction. The hospice now labels all this packing as containing iodine. They also changed their computer system to include wound products for a cross reference with their medication lists. A pt with an allergy to iodine was prescribed this for a wound packing and had a reaction. "Where did the error occur: hospice." Pt counseling provided: unk. Reporter's recommendations: the hospice now labels all this packing as containing iodine. They also changed their computer system to include wound products for a cross ref with their medication lists. (B)(4).